Manufacturer narrative:
Philips service replaced the image disks and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an image disk failure caused a fluo store issue on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.